Manufacturer narrative:
Ddbc3d1 ICD implanted: (B)(6) 2014; 680r2 heart ring implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered for short v-v episodes and non-sustained ventricular tachycardia episodes. As well, the lead had t-wave oversensing (twos) which caused inappropriate therapy. No intervention was completed .the lead is still in use. No further patient complications have been reported as a result of this event.